Manufacturer narrative:
Device not returned for evaluation. No further details were provided. The device will be not returned, as it is unknown if the device was removed prior to the patient's death, and there was no report of an autopsy. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient or device status is reported to the edwards lifesciences (B)(4) implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is a not conventional customer complaint. In this case, the patient expired after an implant duration of approximately one year (13.37months) for unknown reasons.